Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID 261221) broke into two pieces, spring came off giving it the potential to plunge. Broken parts did not fell into the surgical site. All broken pieces were recovered. The manufacturer of the drill used was a pneumatic medtronic midas rex. The perforator clicked in place in the drill however, the recommended spring test were not performed between each burr hole.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator (ID 261221) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the returned unit was found to have a proud weld upon visual inspection. Per risk documentation review a poor or inadequate welding can lead to disassembly of perforators. Root cause analysis - the complaint was confirmed, the unit was returned and found to have a proud weld, this is the likely cause of the perforator disassembling. This issue is being investigated under a corrective and preventative action (CAPA).